Event description:
The manufacturer received information alleging a ventilator was alarming related to a "ventilator inoperative" and "service required" alarm condition. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaints were confirmed. The device's blower motor and system board were replaced to address the issues. During evaluation, a failure of the device's lcd screen was observed. The device's lcd screen was replaced to address the issue.